Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 26-jun-2024. Investigation summary: bd received 15 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for clotting with the incident lot was not observed as all product specifications were met. Complaints for sample quality are under statistical control for the month of may 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that after use with the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, the specimen clotted. The specimen was discarded, and there was no report of patient impact.

Event description:
It was reported that after use with the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, the specimen clotted. The specimen was discarded, and there was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.